Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am scheduled to have it removed on monday (B)(6) I had it removed on (B)(6) -tubes and coils only') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced anxiety ("anxiety"), headache ("headache"), constipation ("constipation") and fatigue ("exhaustion"). The patient was treated with surgery (essure removal-tubes and coils only). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and headache had resolved, the anxiety had not resolved and the constipation and fatigue was resolving. The reporter considered anxiety, constipation, fatigue, headache and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: anxiety, constipation, fatigue, headache and medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social medical received. New reporter added. New events 'headaches', 'constipation' and 'exhaustion' added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am scheduled to have it removed on monday (B)(6) I had it removed on (B)(6) tubes and coils only') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced anxiety ("anxiety"). The patient was treated with surgery (essure removal-tubes and coils only). Essure was removed in (B)(6) 2018. At the time of the report, the medical device removal had resolved and the anxiety outcome was unknown. The reporter considered anxiety and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received from social media. Reporter was added. Event medical device removal was added. Essure insertion date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.